Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd894287 and gd894402 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 2 of 3 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. The cause of the peritonitis was unknown and treatment information was not reported. The patient was later discharged from the hospital. It was unknown if the patient recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). On an unknown date, the patient (pt) was started on vancomycin to treat the event of peritonitis. Five days after being admitted to the hospital, the pt was discharged. At the time of this report, the peritonitis had resolved, the pt was recovered from the event and dianeal therapy was ongoing.